Event description:
It was reported that the pt had return of symptoms, specifically, pain. A dye study revealed that the catheter was fractured. The pt was taken to surgery in 2009 for a catheter revision. The catheter was spliced; the spinal portion was replaced. No complications were reported. The same medication was left in the pump - fentanyl, ketamine and lioresal, the pt was scheduled for a laminectomy. The surgeon believed that his baseline spine problem had caused the catheter to break. Final outcome was not reported.